Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardiac defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No invention was performed. The patient would continue to be monitored.